Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the articulated arm would not hold position. Specifically they said that the pivot 1 joint was loose and an attempt to tighten the cap screw was unsuccessful. No patient involvement was reported. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.